Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, a detached tip was noticed. During unpacking of a 3.00x12mm taxus liberte stent delivery system, the physician noted the tip was broken off. There were no reported pt complications or injuries as the detached tip was noticed prior to pt contact. Another of the same device was used to complete the case successfully. The pt's status is listed as "stable".